Event description:
When priming tubing with fluid, the chamber had a hole and leaked fluid. Manufacturer response for set, administration, intravascular, alaris, smartsite (per site reporter). No response as of [date redacted] - emailed vendor [date redacted].